Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analysed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. At a next step the pacemaker was interrogated and the pacemaker's memory content was analysed. The battery status was found to be as anticipated. A further analysis revealed a lead polarity switch from bipolar to unipolar, confirming the clinical observation. However, based on the available data, the exact date of polarity switch could not be determined. Besides that, the available data did not show any anomalies. The impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. Furthermore, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - patient came for an early follow-up on (B)(6) 2015 because of feeling a small vibration in the area of pacemaker for the last month. The follow-up shows rv lead error and switched to unipolar stimulation around (B)(6) 2015. Patient is pacemaker dependent. No artifacts were reproduced when moving the arm and manipulating the pocket area. During the intervention, measurements with the psa gave normal results. However, when the leads were reconnected to the estella, abnormal impedances were noted in the atrium. The decision to removed this device and leave the leads implanted.